Event description:
The patient reported that right after implant of the 1st pump, the pump was ¿tipping¿ and the hcp (healthcare provider) had to ¿fix it¿. Patient symptoms or drug delivered in the pump or patient outcome was not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).